Event description:
"Report of foreign material left in pt. The foreign material is suspected of broken medtronic tool" as reported by foreign distributor. On follow up it was reported that the surgeon does not consider this report to be a valid medtronic product complaint due to undertainty regarding the tool manufacturer.

Event description:
"Report of foreign material left in patient. The foreign material is suspected of broken medtronic tool" as reported by distributor.